Event description:
Additional report of "axillary adenopathies of inflammatory appearance", "hypoechoic nodules", cysts and "lobulations". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information: a.2, b.3, b.5, b.6, d.1, d.2, d.4, d.6, d.7, g.1, g.5, h.4, h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii-IV. Device remains implanted.